Event description:
Customer called to report that the insulin pump was alarming during rewind/prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No alarms noted. Unit was received with cracked battery tube threads, scratched display window and missing end cap sticker.